Event description:
The customer contacted physio-control to report that their device displayed the charge-pak and attention icons. There was no patient use associated with this event. Upon further evaluation of the device, physio-control observed that the device would not power on.

Manufacturer narrative:
(B)(4). Physio-control further evaluated the device and verified the reported failure. Physio-control observed a depletion of the internal hybrid layer capacitor (hlc) batteries; however, the cause of the reported failure could not be determined. The customer received a replacement device.